Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative a robotic laparoscopic sigmoid resection, the patient did not feel good and needed reoperation because the anastomoses was loose from the tissue and there was a big hole in the rectum.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative a low anterior resection, the patient did not feel good and needed reoperation because the anastomoses was loose from the tissue and there was a big hole in the rectum. An incision was made to create a stoma for the patient.